Manufacturer narrative:
Additional information received indicated that the screw (iunihg) was not fractured. No allegation against the screw and no adverse event has been reported at this time. Therefore, upon reassessment of the reported event, it was determined that this device no longer meets the criteria of a reportable malfunction. As a result, no further medwatch reports will be submitted.

Event description:
Additional information received indicated that the screw (iunihg) was not fractured; however, it was placed in a wrong angulation and it got stuck. Screw was removed. There is no allegation against the device and doctor is planning to reuse original parts. Therefore, no item will be returned. In addition, no adverse event has been reported at the time of this report.

Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that a screw (iunihg) fractured right above the threads. Screw was removed and implant remains implanted. Tooth location 4.